Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following details were reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of the right and left renal arteries with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). On (B)(6) 2025, reportedly, the patient had very small renal vessels and were shut down for over 24 hours. The physician attempted a reintervention on both renal arteries. It appeared that both vbx device's may have been compressed (possibly by an aortic balloon). The physician could only get access into the right renal because of tortuosity. The right renal artery was declotted with tissue plasminogen activator and penumbra device and then a vbx device was placed to make sure it stays open. The right renal looked great angiographically after the procedure. Post procedure - patient recovering. The physician placed a dialysis catheter into the patient for use. On (B)(6) 2025, the patient was not making urine. No further updates were provided.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion - the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. As reported, the vbx device may have been compressed during the index procedure, possibly by an aortic balloon; this was unable to be definitively confirmed or refuted. Therefore, the cause for the reported vbx device compression could not be determined with the available information.